Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Bladder tracker started yesterday at 1 pm est, partial data collected below. Patient was very happy with results and they said that, honestly, evaluation was working better than they thought, before they would feel like that they would have to go and would not be able to empty and they would feel pain from their kidney. Patient mentioned having a weak bladder. Patient asked about stimulation and patient was assisted with their questions, they stated when they would increase amplitude past 0.5 it would hurt in area of incision. Patient was not feeling any pain at time of call and comfortable stim felt. Patient also stated that they never really had the urge and when they would wake up, they wouldn't pee until a few hours later and sometimes they would be able to go most of the day without voiding. Patient who complained that they were having a hard time keeping fluids down and they were throwing up. Patient kept throwing up and got really dehydrated and had to go to the hospital, patient had a really hard time with anesthesia. Patient was now trying to stay hydrated. Date of surgery for implant would be on (B)(6). Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.